Event description:
Customer's husband reported a blood glucose result of 64 mg/dl on the advantage system, the customer was not responsive. Husband called paramedics, customer's blood glucose was 23 mg/dl 5 minutes later on paramedic's meter. Paramedics treated with glucose gel, transported to hospital. A request was made for the return of the system, replacement was sent.